Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081323) on 29-nov-2018. The most recent information was received on 03-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), procedural pain ("pain during procedure"), procedural vomiting ("vomiting for several hours after the confirmation test was confirmed") and syncope ("fainting spell") in a female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive. Concomitant products included levothyroxine sodium (synthroid), linaclotide (linzess), rosuvastatin calcium (crestor) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), procedural pain (seriousness criterion hospitalization), procedural vomiting (seriousness criterion hospitalization), syncope (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal tenderness ("abdominal tenderness"), menorrhagia ("heavy periods"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), constipation ("chronic constipation"), dysmenorrhoea ("painful periods") and ovulation pain ("ovulation pain") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural pain, procedural vomiting, syncope, abdominal pain lower, abdominal pain, abdominal tenderness, menorrhagia, adenomyosis, fatigue, constipation, dysmenorrhoea, ovulation pain and blood cholesterol increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, abdominal tenderness, adenomyosis, blood cholesterol increased, constipation, dysmenorrhoea, fatigue, menorrhagia, ovulation pain, pelvic pain, procedural pain, procedural vomiting and syncope with essure. The reporter commented: hospitalisation and intervention required was mentioned but not specified and /or assigned to one of the events. The patient complained of pelvic pain, constant fatigue, chronic constipation but was told it was not related to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081323) on (B)(6) 2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune- like symptoms'), procedural pain ('pain during procedure'), procedural vomiting ('vomiting for several hours after the confirmation test was confirmed') and syncope ('fainting spell') in an adult female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included hypothyroidism, irritable bowel syndrome, breast reduction, ovarian cystectomy, appendectomy, vaginal dryness, tenderness, menses irregular, cholesterol levels raised, ovarian cyst, endometriosis, pelvic adhesions and paratubal cyst. Concomitant products included levothyroxine sodium (synthroid), linaclotide (linzess), rosuvastatin calcium (crestor) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), procedural pain (seriousness criterion hospitalization), procedural vomiting (seriousness criterion hospitalization), syncope (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal tenderness ("abdominal tenderness"), menorrhagia ("heavy periods"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), constipation ("constipation"), dysmenorrhoea ("painful periods"), ovulation pain ("ovulation pain"), allergy to metals ("nickel sensitivity"), headache ("headache"), anxiety ("anxiety"), panic attack ("panic attacks"), tinnitus ("tinnitus"), feeling abnormal ("brain fog") and pain ("all over aches and pain") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, procedural pain, procedural vomiting, syncope, abdominal pain lower, abdominal pain, abdominal tenderness, menorrhagia, adenomyosis, fatigue, constipation, dysmenorrhoea, ovulation pain, blood cholesterol increased, allergy to metals, headache, anxiety, panic attack, tinnitus, feeling abnormal and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, abdominal tenderness, adenomyosis, blood cholesterol increased, dysmenorrhoea, menorrhagia, ovulation pain, procedural pain, procedural vomiting and syncope with essure. The reporter considered allergy to metals, anxiety, autoimmune disorder, constipation, fatigue, feeling abnormal, headache, pain, panic attack, pelvic pain and tinnitus to be related to essure. The reporter commented: hospitalisation and intervention required was mentioned but not specified and /or assigned to one of the events. The patient complained of pelvic pain, constant fatigue, chronic constipation but was told it was not related to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: result: not reported.. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain, cramping, headache, constipation, fatigue, ovulation pain, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received-events "nickel sensitivity, autoimmune- like symptoms, fatigue, constipation, headache, all over aches and pain, anxiety, panic attacks, tinnitus, brain fog", patient demographics, medical history, reporter added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081323) on 29-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), procedural pain ("pain during procedure"), procedural vomiting ("vomiting for several hours after the confirmation test was confirmed") and syncope ("fainting spell") in a female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive. Concomitant products included levothyroxine sodium (synthroid), linaclotide (linzess), rosuvastatin calcium (crestor) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), procedural pain (seriousness criterion hospitalization), procedural vomiting (seriousness criterion hospitalization), syncope (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), tenderness ("abdominal tenderness"), menorrhagia ("heavy periods"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), constipation ("chronic constipation"), dysmenorrhoea ("painful periods") and ovulation pain ("ovulation pain") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural pain, procedural vomiting, syncope, abdominal pain lower, abdominal pain, tenderness, menorrhagia, adenomyosis, fatigue, constipation, dysmenorrhoea, ovulation pain and blood cholesterol increased outcome was unknown. The reporter provided no causality assessment for blood cholesterol increased with essure. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, constipation, dysmenorrhoea, fatigue, menorrhagia, ovulation pain, pelvic pain, procedural pain, procedural vomiting, syncope and tenderness with essure. The reporter commented: hospitalisation and intervention required was mentioned but not specified and /or assigned to one of the events. The patient complained of pelvic pain, constant fatigue, chronic constipation but was told it was not related to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: result: not reported. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary.